Event description:
It was reported that the device was explanted due to infection. No patient symptoms or outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.